Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a female child patient experienced bent cannula issue. The first infusion set resulted in a high blood glucose level and she was advised by the health care professional to switch out infusion set and cartridge. The highest blood glucose level was 495 mg/dl for which correction injection was administered via multiple daily injection. Reportedly, she had vomiting and high ketone level which her health care professional assessed as dangerous/ life threatening. Moreover, it was reported that the infusion set was changed, and insulin therapy was resumed to resolve the issue. Further, the second infusion set had a bent damaged cannula out of package. To treat this issue the infusion set was changed, and insulin was resumed successfully. The third infusion set had a bent cannula after troubleshooting and bend test. Each infusion set issue was on the same day consecutively. Currently, the patient's blood glucose level was still high. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.